Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr, one (1) polarcup trial insert slotted 28/51 broke in two pieces. The trial broke when the dr reduced the hip to range the movement and check stability. The dr dislocated the hip and pulled out the broken trial. It was noticed excessive wear and tear on the poly trial. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement, one (1) polarcup trial insert slotted 28/51 broke in two pieces. The trial broke when the doctor reduced the hip to range the movement and check stability. The doctor dislocated the hip and pulled out the broken trial. It was noticed excessive wear and tear on the poly trial. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. A complaint history review was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N° 03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed, and the root cause of the reported issue remains undetermined. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for corrective action because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.